Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of leucovorin via channel a, of a symbiq dual channel pump. The option-lok male adapter of a second symbiq tubing set was connected to the distal clave y-site and was being used to deliver an unspecified concentration of oxaliplatin via channel b. It was reported that the two medications were to be delivered concurrently for a duration of two hours. No further programming parameters were provided. At an unspecified time, the nurse and patient noted solution leaking at the connection of the two tubing sets. It was reported the chemotherapeutic agent did come in contact with the patient's left arm. The patient's arm was washed with soap and water. The solution that leaked was cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapy was resumed. No further medical interventions were provided. The customer contact indicated that there were no adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).